Event description:
It was reported that the lead did not capture the ventricle, despite programming to maximum outputs. Upon extraction, it was noted that the lead was fractured and had clavicular crush damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.